Manufacturer narrative:
H6 medical device problem code was updated from a24 to a01.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 72-year-old man had undergone impella cp support treatment for amics. He was also being supported with va ECMO. Profuse bleeding was noted from the rij ECMO insertion site which required blood transfusion. Impella cp not implicated in bleeding - this is an ECMO venous cannula related issue, but event is conservatively reported since impella cp was in place at time of bleeding.